Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) with blood glucose level 1007 mg/dl. The customer current blood glucose level was 146 mg/dl. The customer was treated with intravenous insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer was not alleging pump was under delivering. Customer stated insulin exited at the quick release. The customer was getting multiple no delivery alert. The drive support cap was appears to be normal. The customer also stated that displacement test and high pressure test was passed. The insulin pump will not be returned for analysis.